Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 2.5 device for mechanical circulatory support. While on support hemolysis was noted and volume was given. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.